Event description:
It was reported that on (B)(6) 2022, the drill bit and screw broke during insertion. The screw remaining left in bone. The drill bit remaining was removed. The procedure was successfully completed with no surgical delay. This report is for one (1) 1.5 cortex screw slf-tpng t4 sd rec 24. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.